Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 20:26:30. During night drain cycle four, the patient's ultrafiltration reading was 1674ml, indicating the home patient (hp) drained 1374ml more than their maximum programmed fill volume of 2000ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The difficulty of an increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause was that the user had set the tidal total ultra-filtration (uf) removal too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal labeling review for this product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.